Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operative an ablation procedure, the patient reported intermittent diplopia which features both horizontal and vertical diplopia; with brief episode of dizziness with rightward leaning and unsteady gait which has resolved. A computerized tomography (CT) was without hemorrhage but does show some hypodensities in the posterior circulation of unclear chronicity given lack of prior imaging. Magnetic resonance imaging (MRI) confirmed multiple strokes in the bilateral cerebellum and cerebral hemispheres. It was surmised that given the distribution of infarcts (bilateral, anterior and posterior circulation), most likely cardioembolic. It was noted that the activated clotting times were in a reasonable therapeutic window during the procedure. The following day the patient experienced ongoing diplopia, though overall it was improved compared to when it started; gait remains mildly unsteady but overall improved. The patient was discharged and will follow-up with neurology as an outpatient. It was further reported that the following day the patient¿s creatinine was elevated at 2.0 from the baseline of 1.6-1.8. The patient was evaluated with laboratory tests and treated with diuretic and blood pressure medications. The patient¿s creatinine improved by the time of discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's unsteady gait has resolved. The neurological exam is normal aside from difficulty reading which has improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the procedure was completed with affera.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that prior to the procedure the patient had minor right (r) facial paralysis.